Manufacturer narrative:
Internal insulation abrasion was noted at 7.5-9.2cm, 7.2-8.3cm, and 11.4-11.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 9.5-10.8cm from the distal tip. The etfe coating was abraded at this location. A fracture of the sensing conductor was noted at 1.6cm from the distal tip. This is consistent with the observation from the field of noise.

Event description:
It was reported that pauses due to lead noise were observed in the pacemaker dependent patient. Lead abrasion was also observed. The lead was successfully extracted and replaced. There were no further consequences to the patient.